Event description:
It was reported that during an angioplasty procedure, the stent moved on the balloon. The severe lesion was located in the non-tortuous and non-calcified proximal to mid left anterior descending artery. The lesion was not predilated. The physician advanced the 3.00x24mm taxus liberte stent to the lesion but was unable to cross. The physician decided to remove the device and predilate the lesion. The physician stated that when removed from the guiding catheter, we observed displacement of the stent in the distal direction, with one-third to one-half of the stent beyond the distal mark of the balloon". There was no difficulty when removing the stent from the coronary. I think that the movement of the stent may have taken place during removal of the stent, although no resistance was felt. There were no patient complications.

Manufacturer narrative:
Device evaluation: the device was disposed of by the hospital; therefore, it is not possible to determine if any issues existed with the actual unit that could have contributed to the complaint. A review of the manufacturing record for this particular batch shows that the device met its material, assembly, and product specifications. The most probable root cause of the reported difficulty is determined to be operational context due to the anatomical and/or procedural factors encountered during the procedure. Product unavailable for analysis